Event description:
It was reported the device failed drive train test, had a cracked top casing, and o-ring missing. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health effects oorrected.